Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: dil cath: sprinter 2.0x10, sprinter nc 3.0x10, guide wire: sion blue. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a 90% stenosed mid right coronary artery, with mild tortuosity and mild calcification. The lesion was pre-dilated with an unspecified balloon dilatation catheter. A 3.0x38mm xience prime stent delivery system was advanced to the lesion and the stent was implanted. Post-dilatation was performed, and a distal edge dissection was noted. A new 3.0x28mm xience prime stent was implanted to successfully treat the distal edge dissection. Post-procedure stenosis was 15%. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.